Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was wet and not working. There was no specific information provided on how the pump was "not working". There was no known impact to the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.